Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found errors to indicate that the fault had occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit was placed on a well-known system and on startup displayed c-34 errors. The unit will be returned to the original equipment manufacturer (OEM) for additional analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a c-34 error on the integrated electrosurgical unit (iesu) or erbe, which resulted in monopolar energy not functioning. Despite swapping the instrument and energy cable and restarting the erbe, the issue persisted. The customer planned to locate a force triad backup generator to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.